Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. The inner insulation of the lead was distorted due to kinking/buckling. The distal lv (low voltage) electrode of the lead was covered in blood and body tissue/fibrotic growth. Visual summary analysis of the lead indicated damage at implant and stretching. The lead was returned with the helix fully extended with blood and tissue on it. The helix could not be retracted due to the lead being stretched with buckling of the inner insulation. A stretched lead may not fully transfer torque to the helix when turning the is-1 connector pin.

Event description:
It was reported that the lead became held up in the vein during implant. The lead was extracted and the physician observed that the lead helix had extended without manipulation. A different lead was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).